Manufacturer narrative:
The insulin pump was received with prime error alarm during basic occlusion test. We were unable to prime during prime test due to faulty force sensor resistor. The insulin pump had cracked case at display window corner, cracked lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed and squirted out insulin during the manual prime. The blood glucose reading was 210 mg/dl. The insulin pump was stuck on a rewind complete/bolus delivery loop. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.